Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent explant procedure and was doing well postoperatively. The explanted device components were not returned per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: 20603028.